Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that after a case, they could not pull up the images. This phenomenon was occurring intermittently. There is no report of patient injury.